Manufacturer narrative:
Sample returned for evaluation 10/18/2021 - sample evaluation completed 10/27/2021. After review of the samples submitted and the complaint pictures provided the item number was updated to est0014am from est0012am. The customer reported issue was confirmed. From the samples that were provided there was an area of damaged extended insulation there is no additional information available at this time. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the patient experienced a burn to the "right inframammary fold" during an unspecified surgical procedure. Reporter states, a burn of the skin requiring excision and closure occurred delaying surgery and lengthening the scar. No further injury, medical intervention or follow- up care was reported. Reporter states, patient is "okay." A sample has not been returned to the manufacturer for evaluation. No further information has been provided. Due to the reported incident, medical intervention and in an abundance of caution, a med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted.

Event description:
A burn of the skin requiring excision and closure occurred delaying surgery and lengthening the scar.